Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-26, serial/lot #: (B)(6), ubd: 25-sep-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 x 40 millimeter (mm) balloon due to the patient's severely calcified annulus. Following the initial deployment of the valve, it was found that the valve had not expanded correctly. The physicians had determined that the implantation depth was appropriate and that the under expansion would be resolved with a post-implant bav. Upon the removal of the nose cone of the delivery catheter system (dcs) from the left ventricle to the ascending aorta, it became trapped on the valve frame, resulting in valve dislodgement. The patient's hemodynamics became unstable, necessitating cardiopulmonary resuscitation (CPR). Subsequently, the dislodged valve was captured with a snare and repositioned in the ascending aorta. Once the patient was stabilized, a second valve was implanted successfully. Following the implant, under expansion was observed. The nose cone of the dcs was removed successfully, and a post-implant bav was performed with a 20 x 40 mm balloon. Paravalvular leak (pvl) was observed, however the physici ans decided not to treat the pvl due to the risk of further adverse events.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the first valve was implanted using cuspal overlap technique. The valve was slowly deployed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was due to valve under expansion caused by heavy calcification which made it difficult to remove the dcs. Additionally, it was reported that the second valve was not implanted valve-in-valve. The first valve was snared and repositioned in the ascending aorta, and the second valve was implanted in the patient's native annulus. Post-implant dilatation was performed on the second valve and mild pvl remained, which was not treated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging was provided; however, image quality is poor due to severe motion artifact, and all measurements should be considered rough estimates. Unspecified cardiac phase used for annulus measurement, as no labelled phases were provided. Two annulus perimeter measurements were obtained: 72.3 mm (perimeter-derived diameter 23.0 mm) and 67.4 mm (perimeter-derived diameter 21.4 mm), suggesting a 26 mm evolut valve per the sizing matrix. The mean sinus of valsalva (sov) diameter, sinus heights, and coronary heights are within the recommended range for a 26 mm device. Aortic valve calcification appears moderate, though this is difficult to assess accurately given the CT quality. Annular angulation is approximately 41°. A complete set of fluoroscopic intraprocedural cine images was available for review of the reported event. Fluoroscopic inspection of the valve load was performed and demonstrated an acceptable load. Review of imaging indicates that pre-implant balloon aortic valvuloplasty was performed twice. No temporary pacing wire was observed; therefore, pacing was not performed during the balloon dilatations. An abnormal configuration of the guidewire within the left ventricle was observed throughout the procedure, resembling a possible bend or kink. The valve was then advanced and deployed to just prior to the point of no recapture. Valve depth was approximately 3 mm on the non-coronary cusp, verified in the cusp overlap view, but significant under expansion was observed. In the left anterior oblique (lao) view, the valve appeared more expanded and, though parallax was observed, depth was estimated at 3 mm on the left coronary cusp. The degree of under expansion observed in the cusp overlap view would typically warrant valve recapture. Under-expansion should prompt removal of the delivery catheter system, pre-implant dilatation, and implantation of a new valve using a new delivery catheter system. Despite the noted under expansion, the valve was released and initially appeared stable within the aortic annulus. It was reported that during removal of the delivery catheter system, the nose cone interacted with the valve frame causing it to dislodge into the ascending aorta. It is recommended to use caution during withdrawal of the delivery catheter system to minimize interaction with the evolut frame. The dislodgement event was not captured fluoroscopically; therefore, the cause of dislodgement cannot be verified. At that time, the guidewire was no longer present in the left ventricle and was most likely withdrawn from the body, as it was not visible on fluoroscopy. During attempts to snare the dislodged valve, cardiopulmonary resuscitation (CPR) was initiated. A subsequent angiogram demonstrated obstruction of coronary blood flow by the dislodged valve. Resuscitative efforts continued, and after snaring attempts, restoration of coronary blood flow was observed. The aortic valve was subsequently recrossed, after which CPR efforts were re-initiated. A second valve was prepared, and fluoroscopic inspection again demonstrated an acceptable load. Imaging indicates that a temporary pacing wire was inserted, and resuscitation efforts were noted to have been discontinued. The second valve was implanted relatively quickly without documented assessment of implant depth. Under expansion was again observed, although to a lesser degree than with the first valve. A different guidewire was used for deployment of the second valve, which appeared to have an appropriate configuration during implantation. A noteworthy observation is that the delivery system capsule was closed in the aortic arch. As stated in the instructions for use (IFU): for transfemoral access, withdraw the catheter until the catheter tip is positioned in the descending aorta. Under fluoroscopic guidance, close the catheter capsule before withdrawal. Post-implant balloon dilatation was performed twice. The first inflation was complicated by balloon migration, prompting a second inflation attempt. During re-advancement of the balloon for the second inflation, the guidewire was observed to be abruptly advanced deeper into the left ventricle. The balloon was then re-inflated, with visible valve expansion observed. Final angiography demonstrated possible mild aortic insufficiency/paravalvular leak, preserved coronary flow, and no evidence of aortic dissection or injury. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.